Event description:
The device was used during a procedure. The indication was laparoscopic sigma, due to diverticulitis. The device was the primary trocar and penetrated mesentery. The trocar led to a serious bleeding (rupture) which made it necessary to perform a laparotomy.